Event description:
Patient who was implanted with a depuy spine concord cage experienced posterior displacement. A revision was performed. The cage and a tissue sample were sent to a pathology lab for analysis. This information was not reported to depuy spine at the time of the event.